Event description:
It was reported the patient did not have stimulation, and external devices were unable to communicate with the ipg. Follow up identified the patient had not charged her ipg in at least 6 months. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.